Manufacturer narrative:
The field service representative inspected alinity I processing module, serial number (B)(6) performed multiple troubleshooting procedures including replacement of the buffer pump and dispersion support wheels, cleaning of parts, probe calibration, and dispense checks. The alinity I processing module, serial number (B)(6) was considered the cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I anti-hbc ii results for multiple samples. The following results were provided: sid (B)(6), initial results = 4.86 s/co, 3.61 s/co, 2.64 s/co, repeat results (B)(6) = 0.53 s/co, 0.24 s/co, 0.27 s/co, results on (B)(6) after troubleshooting = 0.17 s/co, 0.15 s/co. Sid (B)(6) initial results = 1.93 s/co, 1.53 s/co, repeat results (B)(6) = 0.34 s/co, 0.30 s/co, results on ((B)(6)) after troubleshooting = 0.21 s/co, 0.21 s/co ¿ additional information 11jul2024 hbsag neg, anti-hbs 0.36, no hbv vaccine. Sid (B)(6) initial results = 1.80 s/co, 1.87, repeat results (B)(6) = 0.33, 0.32 ¿ additional information 01dec2025 hbsag negative, received 3 doses of hbv vaccine 2015-2016. Sid (B)(6) initial results = 1.85 s/co, 2.89 s/co, repeat results (B)(6) = 0.54 s/co, 0.40 s/co, results on (B)(6) after troubleshooting = 0.22 s/co, 0.23 s/co ¿ additional information 02dec2025 hbsag negative, anti-hbs 0.73 (same as 2022 and also anti-hbc negative), no hbv vaccine. Sid (B)(6) initial results = 3.45 s/co, repeat results (B)(6) = 2.10, 2.06, 1.98 s/co, results on (B)(6) after troubleshooting = 1.77 s/co, 1.78 s/co. Sid (B)(6) initial results = 1.21 s/co, 1.47 s/co, repeat results (B)(6) = 0.62 s/co, 0.51 s/co, results on (B)(6) after troubleshooting = 0.29 s/co, 0.31 s/co ¿ additional information 30nov2025 hbsag neg, no hbv vaccine. Sid (B)(6) initial results = 6.94 s/co, repeat results (B)(6) = 5.19 s/co, 5.36 s/co, 4.97 s/co, results on ((B)(6)) after troubleshooting = 4.58 s/co, 4.81 s/co. Sid (B)(6) initial results = 3.40 s/co, 3.90 s/co, repeat results (B)(6) = 0.59 s/co, 0.55 s/co, results on (B)(6) after troubleshooting = 0.28 s/co, 0.31 s/co ¿ additional information 01dec2025 hbsag neg, anti-hbs 4.00, 2 doses hbv vaccine 2010-2011. Sid (B)(6) initial results = 1.73 s/co, 1.59 s/co, repeat results (B)(6) = 1.01 s/co, 0.94 s/co, results on (B)(6) after troubleshooting = 0.29 s/co, 0.31 s/co. Sid (B)(6) initial results = 1.47, 2.32, repeat results (B)(6) = 0.34 s/co, results on (B)(6) after troubleshooting = 0.12 s/co, 0.14 s/co. Sid (B)(6) initial results = 1.51 s/co, 1.66 s/co, repeat results (B)(6) = 0.58 s/co, results on (B)(6) after troubleshooting = 0.36 s/co, 0.36 s/co - additional information anti-hbs 0.00, no hx of pos hbv markers. Sid (B)(6) initial results = 2.01, s/co 2.12 s/co, repeat results (B)(6) = 0.78 s/co, results on (B)(6) after troubleshooting = 0.26 s/co, 0.31 s/co - additional information anti-hbs 0.00, no hx of pos hbv markers. Sid (B)(6) initial results = 1.51 s/co, 2.04 s/co, repeat results (B)(6) = 0.54 s/co, results on (B)(6) after troubleshooting = 0.23 s/co, 0.21 s/co ¿ additional information ¿ from hbv endemic country. Sid (B)(6) initial results = 1.74 s/co, 1.41 s/co, repeat results (B)(6) = 0.34 s/co, results on (B)(6) after troubleshooting = 0.16 s/co, 0.16 s/co ¿ additional information anti-s neg. Sid (B)(6) initial results = 3.09 s/co, 2.55 s/co, repeat results (B)(6) = 0.49 s/co, results on (B)(6) after troubleshooting = 0.26 s/co, 0.33 s/co ¿ additional information anti-hbs 0.00, sag = 0, core igm non-reactive. Sid (B)(6) initial results = 4.17 s/co, 3.06 s/co, repeat results (B)(6) = 0.82 s/co, results on (B)(6) after troubleshooting = 0.44 s/co, 0.40 s/co ¿ additional information hbv vaccinated x2, anti-hbs <1, repeat hbsag tests and liver enzymes elevated. Sid (B)(6) initial results = 1.17 s/co, 1.14 s/co, repeat results (B)(6) = 0.65 s/co, results on (B)(6) after troubleshooting = 0.47 s/co, 0.49 s/co. Sid (B)(6) initial results = 1.03 s/co, 1.01 s/co, repeat results (B)(6) = 0.32 s/co, results on (B)(6) after troubleshooting = 0.19 s/co, 0.16 s/co. Sid (B)(6) initial results = 3.10 s/co, 3.61 s/co, repeat results (B)(6) = 1.74 s/co, results on (B)(6) after troubleshooting = 0.55 s/co, 0.68 s/co - additional information sag = 0, corem nr. Sid (B)(6) initial results = 4.00 s/co, repeat results (B)(6) = 4.11 s/co, 4.33 s/co, results on (B)(6) after troubleshooting = 3.96 s/co, 3.95 s/co. Sid (B)(6) initial results = 3.49 s/co s/co, repeat results (B)(6) = 1.98, 1.85 s/co, results on (B)(6) after troubleshooting = 0.62 s/co, 0.78 s/co. Sid (B)(6) initial results = 2.93 s/co s/co, repeat results (B)(6) = 1.23, 1.19 s/co, results on (B)(6) after troubleshooting = 0.98 s/co, 0.86 s/co. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I anti-hbc ii results for multiple samples. The following results were provided: sid (B)(6) initial results = 4.86 s/co, 3.61 s/co, 2.64 s/co, repeat results (B)(6) = 0.53 s/co, 0.24 s/co, 0.27 s/co, results on (B)(6) after troubleshooting = 0.17 s/co, 0.15 s/co. Sid (B)(6) initial results = 1.93 s/co, 1.53 s/co, repeat results (B)(6) = 0.34 s/co, 0.30 s/co, results on (B)(6) after troubleshooting = 0.21 s/co, 0.21 s/co ¿ additional information (B)(6) 2024 hbsag neg, anti-hbs 0.36, no hbv vaccine. Sid (B)(6) initial results = 1.80 s/co, 1.87, repeat results (B)(6) = 0.33, 0.32 ¿ additional information (B)(6) 2025 hbsag negative, received 3 doses of hbv vaccine 2015-2016. Sid (B)(6) initial results = 1.85 s/co, 2.89 s/co, repeat results (B)(6) = 0.54 s/co, 0.40 s/co, results on (B)(6) after troubleshooting = 0.22 s/co, 0.23 s/co ¿ additional information (B)(6) 2025 hbsag negative, anti-hbs 0.73 (same as 2022 and also anti-hbc negative), no hbv vaccine. Sid (B)(6) initial results = 3.45 s/co, repeat results (B)(6) = 2.10, 2.06, 1.98 s/co, results on (B)(6) after troubleshooting = 1.77 s/co, 1.78 s/co. Sid (B)(6) initial results = 1.21 s/co, 1.47 s/co, repeat results (B)(6) = 0.62 s/co, 0.51 s/co, results on (B)(6) after troubleshooting = 0.29 s/co, 0.31 s/co ¿ additional information (B)(6) 2025 hbsag neg, no hbv vaccine. Sid (B)(6) initial results = 6.94 s/co, repeat results (B)(6) = 5.19 s/co, 5.36 s/co, 4.97 s/co, results on (B)(6) after troubleshooting = 4.58 s/co, 4.81 s/co. Sid (B)(6) initial results = 3.40 s/co, 3.90 s/co, repeat results (B)(6) = 0.59 s/co, 0.55 s/co, results on (B)(6) after troubleshooting = 0.28 s/co, 0.31 s/co ¿ additional information (B)(6) 2025 hbsag neg, anti-hbs 4.00, 2 doses hbv vaccine 2010-2011. Sid (B)(6) initial results = 1.73 s/co, 1.59 s/co, repeat results (B)(6) = 1.01 s/co, 0.94 s/co, results on (B)(6) after troubleshooting = 0.29 s/co, 0.31 s/co. Sid (B)(6) initial results = 1.47, 2.32, repeat results (B)(6) = 0.34 s/co, results on (B)(6) after troubleshooting = 0.12 s/co, 0.14 s/co. Sid (B)(6) initial results = 1.51 s/co, 1.66 s/co, repeat results (B)(6) = 0.58 s/co, results on (B)(6) after troubleshooting = 0.36 s/co, 0.36 s/co - additional information anti-hbs 0.00, no hx of pos hbv markers. Sid (B)(6) initial results = 2.01, s/co 2.12 s/co, repeat results (B)(6) = 0.78 s/co, results on (B)(6) after troubleshooting = 0.26 s/co, 0.31 s/co - additional information anti-hbs 0.00, no hx of pos hbv markers. Sid (B)(6) initial results = 1.51 s/co, 2.04 s/co, repeat results (B)(6) = 0.54 s/co, results on (B)(6) after troubleshooting = 0.23 s/co, 0.21 s/co ¿ additional information ¿ from hbv endemic country. Sid (B)(6) initial results = 1.74 s/co, 1.41 s/co, repeat results (B)(6) = 0.34 s/co, results on (B)(6) after troubleshooting = 0.16 s/co, 0.16 s/co ¿ additional information anti-s neg. Sid (B)(6) initial results = 3.09 s/co, 2.55 s/co, repeat results (B)(6) = 0.49 s/co, results on (B)(6) after troubleshooting = 0.26 s/co, 0.33 s/co ¿ additional information anti-hbs 0.00, sag = 0, core igm non-reactive. Sid (B)(6) initial results = 4.17 s/co, 3.06 s/co, repeat results (B)(6) = 0.82 s/co, results on (B)(6) after troubleshooting = 0.44 s/co, 0.40 s/co ¿ additional information hbv vaccinated x2, anti-hbs <1, repeat hbsag tests and liver enzymes elevated. Sid (B)(6) initial results = 1.17 s/co, 1.14 s/co, repeat results (B)(6) = 0.65 s/co, results on (B)(6) after troubleshooting = 0.47 s/co, 0.49 s/co. Sid (B)(6) initial results = 1.03 s/co, 1.01 s/co, repeat results (B)(6) = 0.32 s/co, results on (B)(6) after troubleshooting = 0.19 s/co, 0.16 s/co. Sid (B)(6) initial results = 3.10 s/co, 3.61 s/co, repeat results (B)(6) = 1.74 s/co, results on (B)(6) after troubleshooting = 0.55 s/co, 0.68 s/co - additional information sag = 0, corem nr. Sid (B)(6) initial results = 4.00 s/co, repeat results (B)(6) = 4.11 s/co, 4.33 s/co, results on (B)(6) after troubleshooting = 3.96 s/co, 3.95 s/co. Sid (B)(6) initial results = 3.49 s/co s/co, repeat results (B)(6) = 1.98, 1.85 s/co, results on (B)(6) after troubleshooting = 0.62 s/co, 0.78 s/co. Sid (B)(6) initial results = 2.93 s/co s/co, repeat results (B)(6) = 1.23, 1.19 s/co, results on (B)(6) after troubleshooting = 0.98 s/co, 0.86 s/co. No impact to patient management was reported.